Event description:
A journal article was reviewed which contained information regarding this implantable lead. Additional information was received through follow up which indicated that this patient¿s lead was replaced. Post-implant there was noted threshold increase and a metal allergy. No further details were provided. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this implantable lead. Additional information was received through follow up which indicated that this patient¿s lead was replaced. Post-implant there was noted threshold increase and a metal allergy. No further details were provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up with the author/ company representative who have provided the information in this event file. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: pacing therapy in children - repeat left ventricular pacing for preservation of ventricular function. Circ. J. 2014;78(12):2972-2978. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up with the author/ company representative who have provided the information in this event file. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: pacing therapy in children - repeat left ventricular pacing for preservation of ventricular function. Circ. J. 2014;78(12):2972-2978. (B)(4).